Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that blood glucose levels rose to up to 400 mg/dl while wearing the pod for between 4 and 24 hours. Reportedly, the needle did not deploy upon pod activation, indicating a needle mechanism failure.